Event description:
It was reported that the patient fell down the stairs. He referred background noise. Testing was carried out which showed the integrity status "--", indicating that the device has malfunctioned. During the measurement, the patient felt pain and had facial stimulation. According to the surgeon, the x-ray is ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.